Event description:
It was reported that this right ventricular (rv) lead had an alert triggered for right ventricular (rv) pacing lead impedance out of range. An automatic safety switch from bipolar to unipolar occurred due to pace impedance measurement of 2.013 ohms. Further lead assessment with a programmer recommended. This device remains in service and no adverse patient effects were reported.